Event description:
During laparoscopic gallbladder surgery the clip applier fired but wouldn't clamp on vessel. We have had 5 events related to these particular clip appliers and we are in the process of requesting a deviation from the sterilmed product. Our operating room manager has contacted sterilmed about this issue, but she has not heard back from them yet.